Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported from literature review that patient's pacemaker exhibited loss of capture and high threshold. It was also noted that patient experiences syncope and arrhythmia. Pulmonary embolism was noted from computed tomography (CT) scan. The patient was then treated with anticoagulation. The patient was stable.